Manufacturer narrative:
End user used the entire box of the device. No lot # available to investigate.

Event description:
On (B)(6) 2015 the end user reported that the device is sticking to her wound.